Event description:
Customer took normal insulin at 9pm, at 11pm the customer was found in a coma. The customer's blood glucose was tested with a result of 181 mg/dl. Emt's were called and they tested and received result of 58mg/dl. The customer was taken to the hosp and given glucose. A lab comparison was performed and the lab result was 54mg/dl, the device result was 183mg/dl. The customer was admitted into the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.